Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty forced sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify a18/e18 alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had a problem with the basal rates. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.